Manufacturer narrative:
The insulin pump was received with blank display due to broken interface board.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 568 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.